Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the trigger was returned engaged and 3 staples were stuck in the mouth of the stapler. The stapler was returned with 36 staples remaining in the cover block. Evidence of use in the form of biological material was present on the device. The reported complaint of "misfire/jamming - staple not firing" was confirmed based upon the sample received. Visual examination revealed that the sample was returned with three staples stuck in the mouth of the stapler. Functional testing was performed and the three staples all released from the stapler. The trigger was engaged again and one staple properly formed and released. The stapler was then fired into a skin pad and properly fired 5 staples before jamming. The stapler was disassembled, and it was observed that the saddle spring was partially disconnected from the cover block on the left side. The source of the disconnection could not be conclusively determined. Several actions were taken to address this issue as part of a non-conformance, which was closed on 11-dec-2024. It could not be conclusively determined whether the product was manufactured before a non-conformance was implemented because the lot number was not provided. To ensure proper testing, device history review and conclusions, a sample lot number is needed from the customer. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "during the pre-test before use on patient, the staples were not firing".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "during the pre-test before use on patient, the staples were not firing".